Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that he is experienced high blood glucose levels of 435 mg/dl. The high blood glucose levels were treated with the insulin pump. It was also stated that there are air bubbles in the tubing while the customer is priming. The customer ran a manual prime and insulin did exit. Advised to change the entire set, reservoir and insulin. Advised customer to treat according to their health care professional. Nothing further reported.